Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed all leaflets were stiff due to tan thrombotic appearing host tissue on the outflow. Part of the free margin and lunula of the right cusp adjacent to the point of coaptation appeared slightly flexible. A section of the non-coronary cusp along the free margin and lunula adjacent to the right non-coronary commissure appeared to fold back due to the adherence of host tissue on the outflow. Remnants of glistening off white pannus remained attached to the right and non-coronary cusps along the inflow margin of attachment extending 1 to 3 mm onto the right cusp. Conclusion: review of the device history record shows that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. It was concluded that the patient's condition affected the effectiveness of the device.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 15 months, was explanted. It was reported that at explant, it was "filled" with pannus.